Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that on (B)(6) 2021, patient was operated with t2 alpha femoral gt nails and the advanced locking screw backed out after surgery. It is currently under follow-up, but if it comes out any more, the doctor will consider re-operation.

Event description:
It was reported that on (B)(6) 2021, patient was operated with t2alpha femoral gt nails and the advanced locking screw backed out after surgery. It is currently under follow-up, but if it comes out any more, the doctor will consider re-operation.

Manufacturer narrative:
The reported event could be confirmed, since provided x-ray images show the dislocated screw. A device inspection was impossible due to missing implant [still implanted] and a review of the DHR revealed no discrepancies. However, provided images were forwarded to a medical expert for statement [excerpts]: ¿presumably, the lack of fixation in the second plane has caused minimal movement in the frontal plane. As a result, the screw with the largest clearance/displacement has loosened (distally) and we now see this image. This can also happen with the relatively, but not completely, fixed, angle-stable screws. In my view, the screw in the sagittal plane is missing here in order to fix the construct in the frontal plane.¿ based on details available it could not be excluded that the reported event is user related and thus, it has to be classified as user-customer-decision errors. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.